Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, the balloon could not be inflated. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon burst. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable investigation result of a balloon burst. Block h10: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual examination found no damages to the balloon or the catheter of the device. Microscopic inspection found a burst near the distal tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to inflate was confirmed because the investigation found that the balloon burst. The results of the analysis performed on the returned device found that the balloon had a burst near the distal tip. The burst found is likely to have occurred due to procedural factors encountered during the procedure, such as an excess of pressure, the interaction with other devices, or anatomical factors as well. All these factors and interactions could have interfered in the device performance and consequently, on the damage found in the balloon. Also, it is possible that interaction with any kind of sharp surface during the procedure could create friction on the balloon, causing the analyzed problem of the device. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.